Manufacturer narrative:
According to available information, this atrial lead remains implanted and in use for right ventricular pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. Approximately five months later, a follow up visit was performed. An x-ray performed confirmed the right ventricular lead was fractured. As the atrial lead was appropriately pacing the right ventricle; no further changes were made and normal follow up visits will be performed.

Event description:
Boston scientific received information that the patient with this atrial lead presented to the hospital after experiencing syncopal symptoms. A chest x-ray performed revealed this lead was in the right ventricle (rv) and capturing the right ventricle with a threshold of 0.8v and sensing around 2.0mv. It was thought this lead may have been in this position since implant. As this lead was capturing the rv and thresholds tested in different positions were stable, a decision was made to reprogram the device (insignia: model 1291, sn (B)(4)) to aai pacing mode and monitor the patient for twenty-four hours. After the monitoring period this lead was pacing appropriately. A decision was made to not perform any surgical intervention at this time. No further adverse patient symptoms were reported.

Manufacturer narrative:
(B)(4).